Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm calibration not accepted, change sensor and sensor anomaly. Customer's blood glucose at time of incident was 380 mg/dl. Customer's mother stated that her son sensor gave her calibration not accepted then change sensor. Customer's mother removed the sensor and found that the sensor cannula was bent. Customer's mother inserted a sensor and the same thing occurred and removed the sensor and found that the sensor cannula was only half and missing the other half. The customer stated change sensor alert occurred after a 2nd consecutive calibration error. Customer was discussed the timing of calibrations leading to alert and review guidelines for best calibration results.